Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asezf012 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "one of our nurses experienced a needle stick injury as the cache of the needle did not work. She heard the click sound but the needle was still exposed. The needle as it was disposed due to it being used to infuse cytotoxic drugs." What is the vital status of nurse experiencing stick injury? Any adverse event observed? Nurse is well. We have done some bloods for her, hiv and hepatitis check, all is normal. Any medical treatment provided duet to needle stick injury? No medical treatment needed as nurse is well